Manufacturer narrative:
No sample was returned for eval; therefore, the condition of the product could not be verified. No component lot number was identified with this complaint; therefore, the device history record for this complaint could not be reviewed. The root cause cannot be determined. (B)(4).

Event description:
A surgeon reported observing a fragment that looked like metal lying on a pt's retina following a vitrectomy procedure. There was no pt injury or harm reported. In a f/u, the surgeon reported that it was not necessary to remove the fragment from the pt's eye as it has not affected the pt's vision and there is no signs of inflammation.